Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review / investigation. D10: date of concomitant therapy is on (B)(6) 2021. E3: initial reporter is a synthes employee. G4: device is not distributed in the united states, but is similar to device marketed in the USA. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device product code: 04.027.053s, lot no: 67p4496. It was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 01/09/2020, manufacturing site: jabil bettlach, expiry date: 01/08/2030. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from japan reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent orif surgery for femoral trochanteric fracture with pfna nail, blade, end cap and locking screw. On an unknown date on (B)(6) 2023, e. Coli infection was confirmed. Reoperation was performed on (B)(6)2023. The bone union appeared to have been achieved but was replaced to prevent re-fracture. End caps and locking screws were not inserted to reflux the chemical solution. The surgery was completed successfully without any surgical delay. No further information is available. This report is for a pfna-ii blade l90 tan. This is report 2 of 4 for (B)(4).